Event description:
Smith & nephew germany reported a malfunction. The incident involved breaking of the upper jaw. Piece necessitated re-entry to the operative site resulting in a one hour delay to the procedure. No pt injury reported.